Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, during rectum resection, surgeon tried to connect the reload to the handle but could not connect successfully. It was found out that the lock ring was not rotating. Surgeon got new handle and new reload. It was connected successfully. This time, surgeon was able to connect the devices, and inserted the devices into the patient body after performing opening and closing check. They clamped the tissue without applying articulation, etc. When they pressed the green button and tried to fire, the knife did not move and it got stuck. There was no problem until the point that the green button was pressed and the handle opened wide. Surgeon used another new handle and new reload to resolve the issue. The surgical time was extended by more than 30 min. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.